Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the summary report for this subcutaneous implantable cardioverter defibrillator (s-ICD) indicated the beeper had been disabled. The patient recently had a positron emission tomopgraphy scan. The beeper was reenabled. No adverse patient effects were reported.